Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock system on (B)(6) 2005 to treat her cystocele, interstitial cystitis, and stress urinary incontinence. It was alleged that after the plaintiff was discharged she complained of vaginal pressure and unbearable pain, bleeding, vaginal scarring, continued incontinence, recurrence of organ prolapse, inability to stand or walk for long periods, swollen back and hips, problems with urinating and bowel movements, suffering, and debilitating injuries. In 2012, the plaintiff underwent corrective surgery as the mesh was degraded, moving, and eroding. Parts of the mesh were left, as they were unable to remove all of the mesh.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.